Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the physician decided to reposition the lead due to high thresholds. The physician was unable to flush the lead or advance any wire after it was explanted to re-implant at different position. The lead was replaced. The patient did not have any symptoms prior to case and was stable post-procedure.